Manufacturer narrative:
(B)(4). The cause for the issue of the home patient warming up solution bag in the microwave was undetermined. A labeling review found the patient at home guide to be adequate for the use/user error identified in the incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample was not requested. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
During troubleshooting for a related report, the home patient (hp) stated he set the machine up earlier and then when he returned to the device, since the solution bag was cold, he put it in the microwave to warm it up. The technical service representative (tsr) explained to the hp that it was not recommended to warm the bags in the microwave and that if the solution was too cold that the hc would warm it to the proper temperature before starting therapy. The tsr also reviewed proper set up procedure. The tsr advised that the current setup should not be used and to start over with new supplies. The hp stated he would do manual therapy. The tsr further advised the hp to contact his peritoneal dialysis (pd) registered nurse (rn) for advice on manuals for the night. There was no patient injury or medical intervention reported.